Event description:
Customer reported the table foot control is intermittent and the cord's outer shielding is torn. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed and replaced the table footswitch. Tested system by booting system with no errors. Moved table in all directions with footswitch with no problems. System is operating as intended.